Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for color variation with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for color variation was not observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for color variation with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Catalog #: 364606. Medical device expiration date: unknown. Additional medwatch catalog #: 364979. Lot# unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the yellow top of the bd vacutainer® glass whole blood acd tube and bd vacutainer us no additive label tubes appear nearly identical without close examination. Tube can easily mistaken for one another for lab draws. The hospital had been experiencing leaks when transporting urine through the tube station, bd vacutainer ua was selected the ua tubes were inadvertently sent to one of our oncology units instead of the acd. No serious injury or medical intervention reported.